Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing separated and leaked was confirmed. Photo provided by the customer observed that the smallbore tubing was separated from the two outlet port female luer adapter that connects to the nac-zero. An additional separation was also observed per photo from the tubing to the inlet and outlet port of the y-parallel ports. The root cause of this failure was not identified as no product was returned.

Event description:
The customer reported that an infusion of ns was noted to become separated which resulted with blood leaking from the set. The male adult patient had inadvertently stepped on the primary set causing the tubing to separate. There was a minimal amount of blood loss and no clinical effects or harm was noted.